Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the patient came to the hospital with the intra-aortic balloon (iab) in placed and the pump has been supporting the patient with no issues. Recently they were getting persistent helium loss alarm and the rn stated there is blood in the "clear tubing with the blue connector that connects to the pump". As a result, the clinical stated that the iab must be removed as soon as possible. The iab was removed with no reported difficulties. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the rn that the patient came to the hospital with the intra-aortic balloon (iab) in placed and the pump has been supporting the patient with no issues. Recently they were getting persistent helium loss alarm and the rn stated there is blood in the "clear tubing with the blue connector that connects to the pump". As a result, the clinical stated that the iab must be removed as soon as possible. The iab was removed with no reported difficulties. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.